Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. A defibrillation threshold (dft) test was performed in order to evaluate the impedance. The suspicion of lead calcification and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. A defibrillation threshold (dft) test was performed in order to evaluate the impedance. The suspicion of lead calcification and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. A defibrillation threshold (dft) test was performed in order to evaluate the impedance. The suspicion of lead calcification and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.